Event description:
My health issue have been debilitating and getting worse. I am seeking (B)(6) and have been out of work since (B)(6) 2017. I have had saline implants in since 2003. After all the studies my breast implants seem to be the biggest culprit to my health issues. Diagnosed with hypothyroidism, depression, severe anxiety, chronic pain in the neck, back, joint area, insomnia, fibromyalgia, pain, burning, numbness and tingling in both breast and ribs, visions loss, extreme fatigue, extreme brain fog, migraines and headaches, along with dizziness; auto-immune disease. FDA safety report ID# (B)(4).